Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked. Customer stated that they woke up and noticed the screen cracked and their site had been pulled out. Reportedly, the pump is still functional. Customer had elevated blood glucose (bg) levels reaching over 240 mg/dl. Customer changed the pump supplies and delivered a bolus to bring bg levels back to target range.